Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with an ez steer thermocool sf navigational catheter. The temperature sensing did not reflect the right parameter. It would reflect all of a sudden as too high. The system stopped the ablation when the temperature cutoff value was reached. The procedure was completed successfully without any patient consequence. The returned device was visually inspected upon receipt and it was found that the transition area between lumen and peak housing was broken and the braid was partially exposed. Due to this condition, a scanning electron microscope (sem) test was performed in order to identify the damage on the catheter. Results showed that the tip presented evidence of damages induced by an unknown object. This object applied force causing a deformation on one side on the tip and as consequence the separation of the pu on the other side. Further information received stated that physical damage of the catheter was not noticed by the customer. The catheter outer diameters were measured and it was found within specifications. The returned device was then evaluated for electrical resistance and the thermocouple test and catheter failed on electrode #4 during electrical test. Further examination revealed that the lead wire # 4 had an intermittence problem. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Catheter failed during electrical test however the temperature complaint cannot be confirmed.

Event description:
It was reported that a patient underwent a procedure with an ez steer thermocool sf navigational catheter, and the bwi failure analysis lab noted the returned product condition of the transition area between the lumen and peak housing has the braid partially exposed. It was initially reported that the temperature sensing did not reflect the right parameter. It would reflect all of a sudden as too high. The system stopped the ablation when the temperature cutoff value was reached. The procedure was completed successfully without any patient consequence. This initial reported issue was assessed as not reportable as it is a low risk to the patient. The product was received in our bwi failure analysis lab on (B)(6) 2014. During the initial visual inspection of the returned product on (B)(6) 2014, it was noted that the transition area between the lumen and peak housing was broken and electrode #4 was damaged. After further investigation on (B)(6) 2014, it was also assessed that the transition area between the lumen and peak housing has braid that is partially exposed. The electrode ring was found bent. However, there were no sharp or lifted edges. Additional information was requested on the returned catheter condition. It was unknown if there was any difficulty in removing the product from the patient. It was confirmed that there was no patient consequence. These issues were not noted prior to use or upon withdrawal from the patient. It was also not noted when the product was being shipped to the bwi failure analysis lab. The 8.5f st. Jude sheath was being used with this catheter.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Since the lot number is unknown, the full UDI number can not be provided. (B)(4). For the bwi lab finding of, ¿rings were found bent, there was no sharp or lifted edges¿ has been assessed as not reportable as there were no sharp edges. Therefore, the risk to the patient is low. The bwi lab finding of partial braid exposure is indicative of a reportable issue. The awareness date for this issue is (B)(6) 2014 when the bwi failure analysis lab made the assessment of the partial braid exposure.